Event description:
During a remote-follow-up, under-sensing and far r oversensing were detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.